Manufacturer narrative:
A2. Reported patient age is representative of the median age of the patients included in the literature article study group. A3. Reported patient sex is representative of the majority of patients in the literature article study group. B3. Reported event date is the date article was published. Serious injuries reported in the article not resulting in death will be reported separately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Roy, j. M., musmar, b., karadimas, s., lan, m., koduri, s., momin, a., mcnulty, a., paul, a., zhang, y., puri, a. S., singh, j., kuhn, a. L., jaikumar, v., lim, j., levy, e., gooch, m. R., jabbour, p., rosenwasser, r. H., tjoumakaris, s. I. (2025). Multicenter comparative analysis of fred-x, pipeline shield, and surpass evolve in treating intracranial aneurysms. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences, 15910199251384688. Https://doi.or g/10.1177/15910199251384687 medtronic review of the literature article found a comparative analysis of patient outcomes of 447 patients who underwent flow diverter treatment of 452 aneurysms across five different healthcare centers in the united states. The following events were noted from the article: two patients treated with pipeline shield had final outcome of mortality, one patient died due to neurological causes and the other of non-neurological causes. The specific causes of death and any possible relationship to the pipeline device and/or procedure was not reported in the article.